Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging segments were missing on her one touch basic meter. The patient mentioned that the segments had been missing for approximately one month. She would test and one digit would appear on the meter. In 2004, she felt fatigue and tested on her meter and the result was 40 mg/dl. She ate some food and /or drank a beverage. She contacted the paramedic's an hour later and her blood glucose was greater than 70 mg/dl on the paramedic's meter. She was treated with IV and was not taken to the hospital and was treated at home. She is currently using her friend's non-lfs meter to test her blood glucose. The patient was comparing her meter to her friend's meter, which is considered an invalid comparison. Customer service sent the patient a replacement meter, strips and control solution. This case is being reported as a malfunction, since segments were missing on the basic meter.